Manufacturer narrative:
The customer reported loosing leads 3 and 12 when acquiring lead ECG signal. A philips field service engineer evaluated the device. The symptom could not be duplicated and the device passed all testing. The customer has not called back regarding this issue for this device. Based on the customers' report we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.

Event description:
The customer reported loosing leads 3 and 12 when acquiring 12 lead ECG signal.